Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported the customer experienced low and elevated blood glucose; values not provided. Customer declined to provide any further information or a follow up from tandem technical support.